Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip xtw was unable to pass pre deployment establish final arm angle(efaa) test. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 2 post procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa and observed torn clip cover. There is no indication of a product issue with respect to manufacture, design, or labeling.